Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4) sales organization in (B)(6): "underinfusion". "Child was on blood transfusion, the volume to be infused completed but there was still blood in the bag and since it was more than 4hrs, blood was discarded. Incident occurred on johns ward. All parts/accessories used at the time of the fault are still attached to the unit. Device history files provided. The patient was on a blood transfusion which started at 6.20 but 4 hours after when the transfusion was due to be finished at 10.20, there was still blood in the bag. The pump said the transfusion was complete but there was still blood in the bag. Rate set was unknown. Incident occurred on the (B)(6) 2022. A nurse was using the product. There was no patient harm. A b.braun line was used for the transfusion but no details were available as the line was discarded."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The history files from 2022-01-19 was investigated. At 18:54 pm a new vtbi set with a value of 266 ml, one minute later at 18:55 pm a new rate of 88 ml/h was set. At 18:59 pm the infusomat space was put in operation, after a few seconds an "upstream" alarm displayed (the reason for this alarm could not be clarified). At 22:00 pm the infusion ends, with an act. Volume infused of 266ml. The history does not show any anomalies. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,07%. 2.6 during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.